Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, returned product testing found the device did perform as described in the field action. Product event summary: analysis found the device failed incoming functional testing for pace led (light emitting diode). Incoming functional test failure was retested ten times and all passed (intermittent operation); intermittent device failure. Analysis also found the high rate cover, main clear cover, upper case, and lower case are broken. One bail cover is contaminated. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer due to the advisory, analyzed and tested out of specification. No patient involvement or complications were reported.